Event description:
It was reported that during testing conducted at the manufacturer facility, the release pins of the device were disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the release pins was confirmed by a manufacturer repair technician through visual inspection. It was also identified that the release collar was off of the handpiece. Potential causes for these events include a material integrity issue and impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the release pins of the device were disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.